Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2003, for the treatment of vaginal prolapse and incontinence and mesh was implanted. The patient experienced an undefined injury. No further information was provided.

Manufacturer narrative:
It was reported by an attorney that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.